Manufacturer narrative:
Date is an approximation as only month and year were provided to us.

Event description:
It was reported that patient underwent right knee revision surgery for mechanical instability (ap and medial) and lateral release due to subluxation of petella.

Manufacturer narrative:
Investigation result the associated complaint device was not returned for evaluation. Our investigation included a clinical evaluation which indicated that based on the provided information, the patient indicated a chromium and nickel allergy; however no corresponding reports were available. Based on the provided information of the reported issue, no root cause could be determined that could explain the reasons for the revision. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.